Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on may 21, 2020 with lot number 2085727. Visual analysis of the returned device identified: three curved openings, wear abrasion and fold creases. A microscopic analysis and leak test were performed which identify: three curved openings striated. Based on the device analysis the final assessment is: three openings striated in the side anterior/radius assessed as surgical damage.